Event description:
It was reported that customer saw cgm error 42 on pump while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support walked customer through pump reset, error did not appear again after reset, and customer was advised to follow up if issue returned.